Event description:
The lay user/patient contacted lifescan alleging the meter displays an error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a check patient line alarm during the initial drain. The technical service representative (tsr) had the hp close/open the transfer set 3 times, move the clamp and rub the line, pull up/down on the lines, check the lines for fibrin or air, and then press go. The registered nurse (rn) came on the line and stated there is a large air bubble in the patient line. The tsr advised the rn to end therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/07/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.